Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, cardiac resynchronization therapy (crt) pacing was noted to be at 0%. The left ventricular lead threshold was good in two pacing vector and pacing was being delivered, so the lead position was suspect. The lead will be repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the effective crt pacing, as programmed, also depended on the positioning of the right ventricular (rv) lead coil. The rv lead threshold was high, so that lead was repositioned instead of the left ventricular lead.